Manufacturer narrative:
Currently it is unknown whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose. The customer also reported leaks into the reservoir compartment even after he has changed the infusion set and the reservoir.